Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe bipolar electrohemostasis catheter was used about one week prior. According to the complainant, it was observed there was no electrical current able to be passed through device upon activation of the foot pedal. The procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the event is undetermined. A review of the device history record for pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot. The july 2008, 15-month injection gold probe bipolar electrohemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.